Manufacturer narrative:
The two blades subject to this investigation were not returned to the MFR for eval, both blades were discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.

Event description:
It was reported that during a bilateral total knee procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.